Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received inappropriate shocks. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, high impedance, noise, elevated sensing integrity counter (sic), and was possibly fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.